Event description:
It was reported that the pace/sense portion of the rv (right ventricular) lead was capped and replaced with a new pace/sense lead, due to a sudden increase in lead impedance and an apparent lead fracture. The high voltage portion of the rv lead remains in use. Additional information was received from the patient's attorney alleging the patient experienced inappropriate shocks, as a result of a defective lead, which caused the patient pain and anxiety. No further patient complications have been reported as a result of this event.